Manufacturer narrative:
The insulin pump had currents within specification and no unexpected off no power without a low battery indicator was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed communication error and off no power twice. He did not receive a low battery alert prior to the off no power alert. The customer was unable to troubleshoot because he could not clear the alarms. Customer's blood glucose level was 220 mg/dl. The customer reverted to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.